Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crej2 creatinine jaffé gen.2 - compensated method for serum and plasma on a cobas integra 400 plus. The sample initially resulted with a creatinine value of 4.15 mg/dl and this value was reported outside of the laboratory. The physician questioned the value as it did not fit the clinical picture of the patient. The sample was repeated on a cobas integra 800, resulting with a value of 0.92 mg/dl. The sample was repeated on the integra 400 plus, resulting with a value of 0.87 mg/dl. The creatinine reagent lot number was 42286801. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.